Event description:
CT studies with lumbar spine have images flipped within a series. However, the images are marked correctly with the left or right markers. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B) (4).